Event description:
The costumer reported that the procedure was not delayed or prolonged.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected fields: b5. The information included in this field was inadvertently omitted from the initial medwatch report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, it's likely the power button switch does not work due to power switch failure. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the video system center picture in a picture serial digital interface cable connector and front panel serial digital interface connector socket had damage and were unable to connect. The issue was found prior to use for a gastroenterology diagnostic procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus and the device evaluation found that the front serial digital interface cable connector and front panel serial digital interface connector socket had damage and were unable to be connected, the video socket had a defective locker mechanism, the power switch was cracked, the bottom chassis, top cover and front panel needed replacement and dust and foreign material was found inside video system center. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.